Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a device exchange procedure, high impedance was noted on the rv channel. Programming changes were made and ultimately the lead was capped and replaced ((B)(6) 2019) during the device exchange. Additional information from the physician indicates that there was a clavicular crush issue.